Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported that he received a no delivery alarm. Customer removed the infusion set and the cannula was bent; he changed it and received a no delivery alarm again while trying to deliver a bolus. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did exit and the insulin pump alarmed no delivery. He was then instructed to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit the tubing. Customer rewound and reinserted the reservoir; and the insulin pump alarmed during prime. Finally the infusion set and reservoir were changed and insulin did exit at manual prime. Blood glucose value is 380 mg/dl. Nothing further reported.